Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient cannot pair transmitter with display devices. Data was provided for investigation. Confirmation of the transmitter unable to pair with display devices was confirmed via data. The probable cause of the allegation was determined to be a fatal error of the transmitter. No injury or medical intervention was reported.